Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a perforation in the right coronary artery (rca). The 2.8x19mm graftmaster failed to cross the lesion reportedly due to interactions with the patient's anatomy and was removed without reported issue. There was reportedly no interaction of devices. The perforation self-sealed without any additional treatment. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.